Manufacturer narrative:
The device was returned to zoll medical corporation. During the investigation it was noted that the logs from this device were reviewed and appears to align with the customer's report. This log showed brief views of the ECG signal in lead ii view intermittently throughout the case. There is also evidence of the troubleshooting reported by the customer, as the log showed the 12 lead cable occasionally disconnected. The device passed ECG functionality testing, both with a simulator and live testing, 12 lead functionality testing, and bench handling. As a result, the investigation is closed as no fault found. No emerging trend based on similar reports.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device was unable to obtain an ECG signal via electrode pads. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.